Event description:
It was reported by service report that the bed would not hold a charge for long for the zoom feature. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Control board.